Manufacturer narrative:
An event for patient effects of atrial fibrillation was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. Based on the information received, the cause for the reported atrial fibrillation could not be conclusively determined. The reported hospitalization and surgical intervention were the results of case-specific circumstances. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
Clinical information: (B)(6) - sh device registry, patient site ID: (B)(6). It was reported that on (B)(6) 2024, a 25-18mm amplatzer talisman patent foramen ovale (pfo) occluder was successfully implanted in a patient. There was no difficulty experienced implanting the occluder. On (B)(6) 2024, it was noted that the patient an onset of paroxystic atrial fibrillation. The decision was made to administer the patient xarelto and cordarone and keep the patient for monitoring. The caused of the patient's atrial fibrillation is attributed to implant of the 25-18mm amplatzer talisman (pfo) occluder. There is no allegation of malfunction against the abbott device or procedure. The patient was in good general condition and discharged at the time of report.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.